Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The rv defibrillation impedance was trending upward. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009. (B)(4).